Event description:
It was reported that the patient had ins for interstim therapy removed. The reporter thought that entire system was removed. The reporter did not know when interstim system was removed. The reporter thought it was removed because the patient fell and her device was hurting her after that. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3093-28, lot# j0519182v, implanted: (B)(6) 2005, product type: lead. Product ID: 3093-28, lot# va03l5m, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller reported a revision. They reported that the system was removed. Caller reported the device was not helping the patient and was bothering them when they sat. No further complications were reported or anticipated.